Manufacturer narrative:
Pharmacovigilance comment: sanofi follow-up comment dated (B)(6) 2014: in this follow-up the case was upgraded to serious. The patient was treated with synvisc for an indication of knee arthrosis and experienced the event of arthritis due to injection of synvisc-one. The causal role of synvisc-one cannot be excluded for the occurrence of the event of arthritis due to injection of synvisc-one; however, lack of information regarding the concomitant medications used by the patient precludes the complete case assessment.

Event description:
Based on additional information received on (B)(6) 2014, this case initially considered as non-serious was upgraded to serious (as intervention was required) and became medically confirmed. The event of "arthritis due to injection of synvisc one" was added and a symptom of "synovial fluid white blood cell count positive" was added. The previously captured events of knee pain and effusion were updated as symptoms of arthritis due to injection of synvisc one." This unsolicited device case from (B)(6) received on (B)(6) 2013 from a patient via a medical representative. Based on the additional information received on (B)(6) 2013 from the patient, the new event of "effusion" was added. This case concerns a (B)(6) year old female patient who experienced "arthritis due to injection of synvisc one". Past medical history included knee arthrosis of degenerative origin diagnosed in 2004. Past medication included synvisc injection started on (B)(6) 2009 with one injection every year and non-steroidal anti-inflammatory drugs (nsaids). No concomitant medication or concurrent condition was reported. On (B)(6) 2013, in the morning, the patient received treatment with intra-articular synvisc one injection once (dose, batch/lot number: s1219 and expiration date: unk) into both knees. On (B)(6) 2013 (after two days of synvisc one injection), it was reported that the patient walked for two hours in the morning and after 12:00 pm, she did nothing. She could not go to work. Later, in the day, she complained for pain (knee pain) and reported that her "knees were in a vice". Later, the patient experienced effusion and diagnosed with moderate reactional arthritis due to injection of synvisc one. On (B)(6) 2013, the patient underwent arthrocentesis of both knees (unknown amount of synovial fluid was aspirated) which revealed that the fluid was clear. Subsequently, synovial fluid culture was performed which showed no infection (aseptic without crystals) and synovial fluid analysis showed white cells 4500/mm3. Corrective treatment: anti-inflammatory drug (unspecified at the time of report) and cortivazol (altim). Outcome: on (B)(6) 2013, the patient recovered without any sequelae or hospitalization and the physician advised her to stop the therapy with synvisc one. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product safety. This review has not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA is required. Reporter's causality of synvisc one was likely. Seriousness criteria: intervention required. Additional information received on (B)(6) 2013 from the patient. The laboratory data and past medications were added. The outcome for the event of pain was updated from "unknown" to "recovered/resolved". Corrective treatment was added. The new event of "effusion" and its details were added and text was amended accordingly. Additional information was received on (B)(6) 2013: ptc investigation report was added. Additional information received on (B)(6) 2014 from the physician. Patient details (age), medical history, past drugs (nsaids) and laboratory tests (result and date) were updated. Synvisc one route and stop date was updated. Treatment medication cortivazol was added. The event of "arthritis due to injection of synvisc one" was added and a symptom of "synovial fluid white blood cell count positive" was added. The previously captured events of knee pain and effusion were updated as symptoms of arthritis due to injection of synvisc one."